Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi." Reviewed the meters memory: 1. Hi 1:09pm on (B)(6) 2010. The customer stated the he just ate dinner, customer retested again and received an e-9 error message. No adverse event reported.

Manufacturer narrative:
No failure detected, device operated within specification. Most likely underlying root cause for this complaint is user high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Reviewed the meters memory: hi 1:09 pm (B)(6). The customer stated the he just ate dinner, customer retested again and received an e-9 error message. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi" reviewed the meters memory: 1. Hi 1:09pm 12/10. The customer stated that he just ate dinner, customer retested again and received a n e-9 error message. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.